Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va14apv, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot#: va14apv, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-nov-2018, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had several ischemic strokes. The cause was unknown. A MRI was potentially going to be taken. The issue was not resolved at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was stated the patient hadn't yet had the MRI, nor was the cause of the patient's strokes known at this time. It was stated the patient would be scheduled to have their "spinal cord stimulator" removed "as soon as the hospital allowed them to schedule elective cases again." At that time, they stated they then would be able to have the MRI.